Event description:
It was reported that there was a loss of stimulation and therapeutic effect. It was noted that stimulation was in the wrong location. It was noted that a lead revision was planned but was waiting on recommendation. It was noted that impedance testing x-rays and re programming was performed. It was noted that the issue was not resolved and the cause was not determined. It was noted that the patient traveled and went through security gates. It was noted that after the security the patient found out that the stimulator was not working anymore. It was noted that because the patient lifted baggage, dislocation of the lead was suspected. It was noted that an x-ray showed that the lead was on the same place compared to the control picture. It was noted that the patient was previously at 2 volts and now was reprogrammed to 6 volts with some feeling but to the wrong area. It was noted that when looking for new settings the stimulation was found only from the wrong areas including the wound area on the back and groin area. It was noted that the patient had less than 50% therapy relief. Additional information received reported that the results of the impedance were within normal 200 to 1000 range. It was noted that an x-ray confirmed the placement and integrity of the lead as implanted. It was noted that location of the stimulation response had changed and required amplitude increase from 1-1.5 to over 4.5 volts. It was noted that it was unknown if the stimulator needed to be replaced but if it did it would be done during the end of this year. It was noted that the stimulation was now ineffective and the patient had returned to previous medication.

Manufacturer narrative:
Concomitant products: product ID 977a275, lot# unknown, implanted: (B)(6) 2013, product type lead; product ID 977a275, lot# unknown, implanted: (B)(6) 2013, type lead. (B)(4).